Event description:
It was initially reported to bsc/target that during use there was a pin hole in the spinnaker elite flow directed catheter 1.8 f-xl. The patient was reported to be in good condition. Upon analysis of the device on august 24th, 2001, it was noted that there were two longitudinal splits, at opposite sides, of the distal poly vinyl chloride tubing, therefore this complaint became a MDR.